Event description:
Baby in nursery for assessment. Yellow band and sensor fell completely off into crib and did not alarm at all. New band used and reapplied. If this had happened in another room - baby could have been taken from unit with no alarm sounding. Expiration date: sensors 0912.